Event description:
It was reported that on (B)(6), that the c-arm from the selenia dimension appears to not stop when she releases the foot switch likely a stuck foot switch issue. A field engineer examined the equipment and found that the footswitch button not releasing causing unintended motion, it was removed and replaced footswitches. The system is functioning properly and meets all manufacturer specifications. No injury reported.

Manufacturer narrative:
On (B)(6) 2024, on a selenia dimensions (serial number (B)(6)), the c-arm continued moving when the foot pedal was released by the operator. This occurred during a patient exam, but no health consequences or impact was alleged. The field service engineer (fse) replaced the two footswitches. The symptoms did not recur when tested by the fse. The replaced part was scrapped on site, so no initial evaluation could be performed. Since the foot pedal was scrapped on site, the investigation is limited. Footswitches were requested from the field for comparable sample collection; however, no samples were received that caused uncontrolled motion. Further investigation into root cause is not possible at this time. The fse detailed that debris from outside (¿winter grit¿) was found in the footswitch and prevented the switch from popping up after being depressed. The footswitch is ipx6 rated which certifies the part as water resistant but not dust/particle resistant. Selenia dimensions (serial number (B)(6)) was installed on july 24th, 2023, and the issue was identified on (B)(6) 2024. No further symptoms were observed after the footswitch was replaced on (B)(6) 2024 through routine troubleshooting. Based on input from the fse, the probable cause was outside material accumulating inside the pedal. Conclusion: in summary, the probable cause was outside material accumulating inside the pedal. A CAPA is not required for this incident as there was no alleged impact to patient or user and because the risk level did not change. This behavior will continue to be monitored and trended. Complaint confirmed: no device history record (DHR) review: system serial number: (B)(6), system date of manufacture: 6/26/2023, gantry sku: asy-04160, gantry serial number: (B)(6), gantry date of manufacture: 6/6/2023, gantry UDI: (B)(4), installation date: 7/24/2023, date of complaint: 2/21/2024. There were no other complaints related to uncontrolled/uncommanded motion for this system since this incident. Reviewed the DHR: no deviations listed were related to this behavior.